Manufacturer narrative:
(B)(4): batch # m55v11. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lower anterior resection procedure, after the closing of the jaws, the surgeon waited for thirty seconds as per protocol and the device was fired after this time. Finishing this step he realized that the whole staple line wasn't properly closed, the clips in the middle of the staple line remained open. The opened parts of the ends were adjusted into the circular stapler to create the anastomosis. There were no adverse consequences for the patient reported.